Manufacturer narrative:
Continuation of d10: product ID: a820, serial# unknown, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a health care provider (hcp) regarding a patient with an implantable pump for non-malignant pain. It was reported that the refill date on the personal therapy manager (ptm) did not update after the pump was updated. It was reviewed that with the synchromed 3 pump (sm3) if only reservoir volume was changed, she would need to add a note or make an additional change to get it to update. The hcp added a note and confirmed the date updated. The hcp also indicated the patient was having the issue with the ptm where it was delayed once it reaches 90% and wanted to know if there would be a fix for it. Technical services reviewed. They didn't have any details but likely there would need to be a software or ptm update at some point to correct it.